Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-tim veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was received with all of the buttons functioning properly. However, found corroded keypad traces. No unexpected error message during our testing. The insulin pump has cracked case at the display window corner, minor scratched lcd window, scratched reservoir tube window, broken belt clip slot, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump are unresponsive. It was also reported that there is a crack on the battery compartment. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional info was provided.